Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the reportable malfunction is most likely attributable to deterioration or damage of components associated with normal wear and tear. The root cause could not be conclusively established; however, the malfunction is considered to be related to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during set up for use, the bronchovideoscope displayed no image while flexing the scope. There were no reports of patient involvement.